Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing, no capture, rising and high thresholds and decreasing impedance. The right ventricular (rv) lead also reported a rise in thresholds and a decreasing impedance. The ra lead was reprogrammed. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.